Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer states there is a case/power cord issue. The unit was received at a covidien service center where the service tech found that the power cord is damaged and showing exposed copper wire.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.